Event description:
The customer reported that their pump was scratched, the buttons were worn, unresponsive. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose.